Event description:
It was reported that the lesion was located in the mid right coronary artery (rca) with 95% stenosis, mild tortuosity and mild calcification. After pre-dilatation, a xience v 2.75 x 23 mm was implanted. Post implantation during check angio, a dissection was noted at the distal edge of the stent. A xience v 2.75 x 15 mm was implanted to treat the dissection. No adverse patient sequela were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Dissection is a known adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.